Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on h6 and h10. Based on the results of the legal manufacturer's investigation, it was confirmed that the phenomenon, ¿do not start up from the stand-by mode", was reproduced. It was found that the event occurred due to a failure of the main board. However, further factors could not be confirmed. The main board was replaced, and a fully operational unit was re-installed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. From the service manual, it was confirmed and noted that the main patient circuit board (pcb) is a pcb that processes input/output signals and controls the system. It also generates dc power for use inside the monitor and dc power for outputting to the outside of the monitor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the unit was found to be in a good condition externally and internally. When tested, it was found the unit would not power on and remained in standby. This was found to be caused by a main board. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the 4k uhd lcd monitor was not able to get beyond the standby mode and the power light remained amber when it was supposed to go green. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.